Manufacturer narrative:
Date of report: 26jun2019. Date received by manufacturer: 21jun2019. Customer reported they could not duplicate the reported failure and recommended closing the case. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 13march2019. No phone number provided. A follow-up report will be submitted once the investigation has been completed.

Event description:
Customer reports clinical reported the screen freezes. No patient/user harm reported. Event date not specified; estimate used.

Manufacturer narrative:
Date rec¿d by MFR : 21apr2019. The customer reports the problem re-occurred after the unit was returned to service. The customer ordered and received a replacement touch screen, but has not had opportunity to install it. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.